Manufacturer narrative:
(B)(4).

Event description:
The device was removed about two years after implant because it caused more pain than the pt could stand and she never had therapeutic effect. The pt could not tolerate having the device site touched. It was unclear if there was an infection. After consulting with a physician, it was decided to explant the device.